Event description:
The customer reported that there was a loss of the live fluoroscopy image during a procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated power supply circuit boards and connectors. The system operates as intended.